Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter from needle and foreign matter (outside of plunger) on lot # 9126573. Customer returned photos of a 1cc syringe with a poly bag from lot # 9126573. Customer states that he found that it was purged oily liquid through the needle as if it had already been used and the presence of oil on the outside of the plunger is clear. The attached photo was examined and exhibited some clear liquid behind the stopper and on the plunger rod. It is difficult to definitively determine the identity of this material solely from the attached photo. A review of the device history record was completed for batch# 9126573. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for fm grease. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: unable to determine a root cause as the identity of the material cannot be determined solely from the attached photos. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an "oily liquid" was pushed through the bd ultra-fine¿ insulin syringe's needle during use before loading it with insulin. The following information was provided by the initial reporter, translated from portuguese to english: "using a syringe, he found that it was purged oily liquid through the needle as if it had already been used. He did not use any other syringe in the batch. Moreover, noticed oiliness above the plunger." Additional information: customer reports: "the presence of oil on the outside of the plunger is clear. This same liquid came out in the form of a drop when I pressed the plunger before loading the syringe with the insulin I regularly consume."